Event description:
Pt underwent elective surgery, where an lma unique was used. Post-operatively, pt complained of sore throat and wheezing. Pt was treated with an albuterol inhaler and IV decadron. 24 hours after discharge, pt returned to ER with severe sore and swollen throat, difficulty swallowing, and complaints of hoarseness. Pt was readmitted and diagnosed with arytenoid dislocation and unilateral vocal cord paralysis. Pt was treated with decadron and referred to speech therapy. One week post-op, there were some improvement in symptoms. It is unknown whether event has resolved entirely.